Event description:
It was reported that the patient's lead had migrated. It was noted that the patient "twisted their spine" repeatedly when getting in and out of their wheel chair. As a result, the patient underwent surgical intervention on (B)(6) 2023, where the lead was explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.